Event description:
It was reported via phone call that the customer experienced hyperglycemia with a recorded blood glucose value of 467 mg/dl. The auto mode feature was not active at the time of the event. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.